Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or the probable cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the¿arm,¿which is off label usage of the device,¿on¿(B)(6) 2021. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.